Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that this 33mm mitral annuloplasty band was explanted and replaced with a 35mm mitral annuloplasty band for unknown reasons. No additional adverse patient effects were reported.